Event description:
Info received indicates the bed lost ground.

Manufacturer narrative:
The tech found the ground prong bent on the plug receptacle. The tech replaced the power cord plug to repair the bed.